Event description:
This is filed to report the resistance noted during removal of the clip delivery system (cds) from the steerable guiding catheter (sgc), which has the potential to cause or contribute to patient injury. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was inserted into the steerable guiding catheter (sgc), and advanced to the mitral valve leaflets. After successful grasping, the clip was deployed and the mr was reduced to 1. During removal of the gripper line, after approximately 10 cm of the line was removed, resistance began to be felt; therefore, the gripper line was removed very slowly, with the heart beat. The gripper line was successfully removed. During cds removal, while the longitudinal alignment marker on the cds distal end was half exposed, the cds met resistance with the sgc and could no longer be removed. It was believed that the tip of the cds was stuck with the sgc. The cds was removed with the sgc, as a unit. Outside the anatomy, an additional attempt was made to remove the cds from sgc, and was successful. It was noted that the tip of the steerable sleeve shaft was bent. The mr was reduced to 1, with one clip implanted. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported incident information provided to abbott vascular, the manufacturing records/complaint history and the analysis of the returned product were reviewed. The complaint device was returned for analysis. It was confirmed that the hemostasis valve was loose/broken and able to be freely rotated around the guide shaft. Based on the analysis findings, the reported difficulty removing the clip delivery system (cds) from the steerable guiding catheter (sgc) was confirmed to be due to a loose / broken bond between the hemostasis valve and the guide shaft. A review of the lot history record revealed no non-conformances that would contribute to the reported event. Additionally, a review of the complaint history of the reported lot did not indicate other similar incidents. Process controls exist within the manufacturing process, including inspection of the bonded area, leak testing, key force testing of the joint, and process monitoring. Based on the review of the related materials and manufacturing records of the complaint device, in conjunction with the device analysis, no special cause was identified for the failed bond between the proximal shaft and the hemostasis valve resulting in the reported user experience. Additional investigation for this issue will be performed per internal site operating procedures and the performance of these devices will continue to be monitored.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The clip delivery system (cds) referenced is filed under a separate medwatch report (B)(6).